Event description:
Customer reported to beckman coulter, inc (bec) that there was a leak of clear fluid dripping from under the blood sampling valve of the coulter lh 780 hematology analyzer. Customer reported that the leak was contained within the instrument. Customer reported that the volume of the leak was approximately 20 ml. Customer reported that a tube from a pinch valve had been disconnected. Customer did not provide detail on the location of the disconnected tube. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
(B)(4).